Event description:
I had sudden onset ibs in 2010 (breast implants were 13 yrs old at that time), diagnosed with an autoimmune illness (lichen sclerosis) in 2011, repeated vaginal yeast infections from (B)(6) 2014 - (B)(6) 2016, chronic fatigue symptoms and sleep disorder 2015 - present. I also have unexplained muscle soreness, ringing in the ears, brain fog, decline in vision, hormone imbalance, food intolerance and digestive issues, frequent urination, and tingling of upper extremities. I am set to have my implants removed five weeks from now because I believe the toxins from the implants have likely caused most if not all of these symptoms. I am and always have been otherwise in excellent health. My plastic surgeon, dr (B)(6), (B)(6), who implanted the devices, informed me that he no longer has any info about my procedure from 1997. Please contact him at (B)(6) for any add'l info about the MFR of the implants, etc.